Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, duplicate address was detected. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 had multiple pockets failed with duplicate address error. A field service engineer (fse) cleared all failed pocket errors and accessed diagnostics to open the pockets. The customer reloaded medication into the failed pockets, and the fse reinserted all pockets to confirm functionality. The system functioned as intended after the field service engineer repaired the device.